Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the device, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. There is no evidence that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to treatment. Manufacture dates: monitor sn (B)(4): 2/15/2013, electrode belt sn (B)(4): 4/27/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient received five inappropriate treatments. The patient was reportedly in the hospital at the time of the event. The first three treatments were delivered while the patient was in asystole. The post-shock rhythm was asystole for all three treatments. The last two treatments were delivered while the patient was in asystole with CPR artifact. The post-shock rhythm was asystole with CPR artifact for the last two treatments. The electrode belt was disconnected after the fifth treatment. The patient was in asystole with CPR artifact at the time of electrode belt disconnection. All five of the treatments delivered pulses that were 8 joules or less with an impedance level of 0 ohms. It is likely that the therapy electrodes were not making good contact with the skin during the treatments. The patient was reportedly receiving CPR at the time of the treatments. There is no evidence that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to treatment.